Event description:
Customer reported that she was hospitalized for unrelated diabetes issue. She stated that while she was still in the hospital, her blood glucose was high up to 275 mg/dl and was treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.